Manufacturer narrative:
A search of complaints for alinity I prolactin assay, lot 10355ui00 identified no similar complaints and no trends for the customer's issue. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. File samples were tested, and all validity and acceptance criteria have been met within their established limits and comparable with other lots in the field and confirms no systemic issue for the lot. All specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I prolactin assay for lot 10355ui00 was identified.

Manufacturer narrative:
Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated and above the reference range alinity prolactin results on multiple patients. Those patient samples send out for retesting and results were negative. The results are as follow alinity, siemens and then beckman from (B)(6) 2020 sid (B)(6) female prolactin=52.96 ng/dl/17.95 ng/ml/no result. Sid (B)(6) female prolactin=33.05 ng/dl/24.77 ng/ml/no result. Sid (B)(6) female prolactin=13.02 ng/dl/8.70 ng/ml/ no result. Sid (B)(6) female prolactin=11.19 ng/dl/8.05 ng/ml/no result. Sid (B)(6) male prolactin=26.78 ng/dl/12.24 ng/ml/no result. Sid (B)(6) female prolactin=77.71 ng/dl/19.87 ng/ml/27.79 ng/ml. Sid (B)(6) female prolactin=35.0 ng/dl/ 22.11 ng/ml/ no result. Sid (B)(6) female prolactin=20.97 ng/dl/9.21 ng/ml/no result. Sid (B)(6) male prolactin=9.73 ng/dl/7.26 ng/ml/no result. Sid (B)(6) female prolactin=22.62 ng/dl/5.89 ng/ml/10.02 ng/ml. Sid (B)(6) male prolactin=31.52 ng/dl/8.77 ng/ml/no result. Sid (B)(6) female prolactin=28.48 ng/dl/12.97 ng/ml/no result. (B)(6) year old female prolactin=18.14 ng/dl/ 12.52 ng/ml/no result. (B)(6) year old female prolactin=33.50 ng/dl/24.66 ng/ml/no result. (B)(6) year old male prolactin=66.86 ng/dl/34.18 ng/ml/no result. (B)(6) year old male prolactin=34.10 ng/dl/22.34 ng/ml/no result. (B)(6) year old menopause female prolactin=2.97 ng/dl/2.01 ng/ml/no result. (B)(6) year old female prolactin=54.51 ng/dl/38.72 ng/ml/no result. (B)(6) year old female prolactin=20.75 ng/dl/11.66 ng/ml/no result. Sid (B)(6) female prolactin=110.45 ng/dl/30.8 ng/ml/37.23 ng/ml. Sid (B)(6) female prolactin=83.99 ng/dl/72.6 ng/ml/73.92 ng/ml. Sid (B)(6) female prolactin=38.27 ng/dl/29.0 ng/ml/27.45 ng/ml. Sid (B)(6) female prolactin=76.77 ng/dl/34.8 ng/ml/39.92 ng/ml. There was no reported impact to patient management. Per dfp01.014 edition 021, falsely elevated prolactin results with a shift >25% are reportable.